Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an endoscopic esophageal stenosis dilation procedure performed on (B)(6) 2023. During the procedure, the balloon was initially inflated to 5 atm, was deflated, and inflated again to 7 atm. However, the balloon burst about 20 seconds after inflating to 7 atm. The customer stated that no pieces of the balloon detached inside the patient. The customer reported that the dilation area was checked and no esophageal damage due to balloon rupture was observed, so the procedure was completed. The procedure had already completed with the original device. There were no patient complications reported as a result of this event. It was reported that the patient was currently under follow-up.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results. The returned cre pro wireguided dilatation balloon was analyzed and a visual and microscopic examination found the balloon was torn longitudinally. No damages were found on the catheter of the device. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of balloon burst was not confirmed. The longitudinal tear found could have been interpreted by the customer as the reported event of balloon burst. The balloon was found to be torn longitudinally, likely due to factors encountered during the procedure, such as excess pressure, the interaction with other devices or anatomical affairs. However, it is possible that interaction with any surface during the procedure could have created friction, causing the balloon to be torn longitudinally. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an endoscopic esophageal stenosis dilation procedure performed on (B)(6) 2023. During the procedure, the balloon was initially inflated to 5 atm, was deflated, and inflated again to 7 atm. However, the balloon burst about 20 seconds after inflating to 7 atm. The customer stated that no pieces of the balloon detached inside the patient. The customer reported that the dilation area was checked and no esophageal damage due to balloon rupture was observed, so the procedure was completed. The procedure had already completed with the original device. There were no patient complications reported as a result of this event. It was reported that the patient was currently under follow-up.